Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a damaged air alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to the device. The pump is a baxter owned stay-in device. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. The initial medwatch stated that this was a colleague infusion pump. The correction is that the device is a flo-gard infusion pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged air alarm. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.